Event description:
The complainant indicated that approx one month subsequent to the device being placed, it was observed that the tube at the feeding adapter was detached at the connector. It was further indicated that the location of the detachment was outside of the pt. A replacement ttp j-tube enteral feeding device was placed in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.